Event description:
The manufacturer received information alleging stroke related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported patient alleged stroke related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After review, it was determined that all these were incorrectly reported. The manufacturer received new and relevant information on 12/22/2022 alleging nasal/throat irritation or soreness, coughing up blood and short of breath. There was no report of patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.